Event description:
It was reported that the rate response setting on the device is too sensitive and that the underlying rhythm and histograms show faster upper rates. Therefore the rate response upper rate sensitivity and threshold adjusted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.